Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 18k with supplementary information number of "3." The knife wire was broken. When I checked the broken part, the wire coating was torn and the broken part was burnt and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. No other abnormalities were confirmed except the breakage of the cutting wire. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of "1" description, the cutting wire and the endoscope were being close to each other. The output was activated in state of "2" description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp (omsc) was informed from user facility that the knife wire came off (no pieces fell into the patient's body) during a endoscopic sphincterotomy (est) procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-dec-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be prevented by following the instructions for use which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.